Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced the insulin cartridge without changing the tubing, connected the tubing to the body, performed a rewind, and delivered a small priming amount while connected, then later completed a full fill-tubing sequence after disconnecting. Symptoms included no reported adverse clinical effects and blood glucose reported in range. Outcomes included resumption of insulin delivery after proper tubing fill and user education on safe priming while disconnected. Investigation included remote troubleshooting and user guidance on correct cartridge change and tubing fill procedures. Investigation of this case revealed user technique error during priming while connected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not in accordance with instructions.